Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4). Device not returned

Event description:
It was reported that during intra-aortic balloon (iab) therapy, a fiber optic sensor failure occurred while in use iab with a cs300 intra-aortic balloon pump (iabp). The getinge representative attempted to assist the nurses in changing over to the fluid lumen but they were unable to locate the appropriate pressure cable. There was no patient harm or adverse event reported.

Event description:
N/a.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).